Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. A sterile infiltrate or a earlier keratitis (so minor even patient could not remember) might have lead to a bowman dystrophy weakening in the bowman membrane and therefore vertical gas breakthrough is more likely in this cornea. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient experienced a vertical breakthrough of gas through the epithelium in the left eye. The doctor was unable to lift the corneal flap due to significant non-incision zone in the lower half (sector from three to nine o'clock). The operation had to be interrupted. A contact lens was placed on the eye. The patient's condition is stable. The patient is awaiting re-operation.